Event description:
The customer reported to customer service that the transformer for her breast pump "broke apart".

Manufacturer narrative:
Customer service sent the customer a replacement power adapter. In f/u with the customer, she indicated that she leaves the power adapter plugged into the same wall outlet and hasn't moved it since she purchased her pump in (B)(6) 2012. "The other day" she caught a glimpse of the power adapter as it was plugged in and she saw that the screws were loose and "just handing there" and when she went to unplug it, the "whole thing fell apart". She indicated that there is nothing that would have hit it or caused it to break. She did not witness any sparking, fire or flame and no injuries were sustained as a result of the issue. She also indicated that she would return the power adapter, however, as of the date of this report, it has not been received. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against the product are currently being investigated in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new changed, or corrected info, a f/u report will be filed at that time.